Event description:
A surgeon reported poor cutting performance of a knife during a procedure. There was no pt impact reported. A sample will be returned for in-house investigation. This is the second of three reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).